Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review will be performed. Investigation summary: one hemostar d/l catheter, two adhesive dressings, one end cap, one tunneler, one introducer needle, one dilator, one dualator, one guidewire in a guidewire hoop, and one introducer peel-apart sheath with vessel dilator was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for leaks in the introducer and for cracks in the introducer needle, as the proximal hub of the introducer needle was cracked. Leaks were observed from the cracks when the needle was infused. Longitudinal cracks were noted on the introducer needle hub. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 03/2021); g4. H11: h3, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter preparation, the introducer needle allegedly leaked. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is not required as this is the only complaint with the provided lot#. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 03/2021).

Event description:
It was reported that during dialysis catheter preparation, the introducer needle allegedly leaked. There was no patient contact.